Manufacturer narrative:
Batch review performed on 06 november 2020: lot 174620: 100 items manufactured and released on 29-nov-2017. Expiration date: 2022-11-08. No anomalies found related to the problem. To date, 92 items of the same lot have been already sold with one other similar event reported.

Event description:
The patient came in, 7 months after primary surgery, due to signs of an infection and the pathogen was unknown. The surgeon performed a knee washout and poly-swap and the surgery was completed successfully.